Event description:
It was reported that during an electrophysiology procedure, the tip of the guidewire broke off in pt. The pt was asymptomatic during this event. The choice plus floppy guidewire was being used in the coronary sinus when approximately 2 cm of the hydrophilic coating from the floppy tip broke off in the pt. The core of the wire remained intact and the physician was unable to retreive the detached coating. According to the physician, it was prevented from moving throughout the body by a pacemaker lead used in the procedure. The procedure was successfully completed and the pt's status remained stable. Current pt status is reported as 'fine' without adverse effects.